Manufacturer narrative:
The customer indicated that he would be disposing of the device and would not return it. This complaint is considered closed for purposes of MDR.

Event description:
The customer stated that his meter was giving wrong readings. He stated that his doctor's meter read 150 mg/dl and this meter read 234 mg/dl. He also indicated that he went to the emergency room where their meter read 50 mg/dl 20 minutes after he received a reading of 204 mg/dl from his meter. The customer refused to conduct performance testing with the meter and it was discovered that the customer was removing the test strip from the meter placing blood on the strip and then replacing the strip into the meter. An attempt was made to train the customer on the proper use of the system but the customer indicated that he did not want to use this meter again. The customer was invited to call 24/7 with future questions/concerns.